Event description:
Device attaches to the meter so blind pts can use meter. Device is a voice synthetizer. There is no way of knowing if there has been enough blood placed on the test strip. MFR suggests that pt is not placing enough blood on device but there is no real way of knowing that there is. Pt has no confidence in device. Pt has taken too much insulin because of results. Also has taken too little.